Manufacturer narrative:
MDR 9618003-2019-16582 / device 19 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 30 wafers had off-centered starter holes. The product was used by the patient. Picture of the alleged malfunction was provided by the complainant.